Manufacturer narrative:
Sections with additional information as of 08-feb-2021: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underline root cause mlc-020 added: use/storage-improper storage test strip had poor storage.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 159 and 398 mg/dl. The customer¿s expected fasting blood glucose test result is 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is being stored in the kitchen. The customer did not have another vial of test strips that had been stored and handled correctly. Customer was also advised that she has another test strips (relion) not intended for her meter; customer stated on the box it does state she can use these strips with truemetrix meter. The meter memory was reviewed for previous test result history: (B)(6).